Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that ups, internal router, and interconnect cable was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9735787, serial/lot #: unknown; product ID: 9735766, serial/lot #: unknown; product ID: 9735799, serial/lot #: unknown; product ID: 9735772, serial/lot #: unknown. Analysis found on cable external- analysis determined there was no fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was prompting localizer disconnected message as well as "attempting to connect". Case was canceled due to the navigation system not able to function. No impact on patient outcome. There was a delay less than one hour. Technical services (ts) had the manufacturer representative (rep) check nditoolbox, and this showed camera attempting to connect. Ts then had the rep take covers off and bypass o-ring and confirmed message still appeared. After putting the system back together from the original troubleshooting outlined in the case, the rep rebooted one last time. Now the camera cart monitor booted up normally, displaying the login screen, but the main cart was blank, nothing on screen, no led on lower right hand corner of main cart monitor. Ts reviewed original troubleshooting to determine next steps. The rep states the system was booted up in the or, connected and on wall power. The main cart booted into the login screen, the camera cart booted into searching ip address and never connected. The system was rebooted several times, cart to cart cable was re-seated, o-ring bypassed, and the camera cart remained disconnected. Localizer was disconnected in software. Ndi toolbox showed camera as trying to connect self test tool revealed: both main and camera cart as connection lost - this is when the surgeon cancelled the case. The rep had the system powered down and off wall power and put covers back on. Upon boot up, the rep noted the camera cart screen came up as expected this time, and went straight to the login screen. Both leds on camera was green, ready status. But the main cart monitor was blank, no power led on lower right hand corner, so the rep called back into ts. Ts had the rep open self test tool again. This time both main and camera cart ups were plugged in and charging in green status. Main cart monitor status was also a green check, connected. The rep re-seated the power cable on the back of the main cart monitor and the login screen displayed. Ts had the rep discharge the ups on the main cart with the camera cart connected, disconnect from wall power then boot up both systems back together. This seems like a ups communication issue. Upon discharging the ups, the system booted up normally, both carts, both screens and camera. The rep did 3 power cycles to make sure it was consistent, the rep disconnected and reconnected the cart to cart cable and each time the camera cart reconnected without issue. Likely improper shut down of the system causing some ups communication issues. Discharging the ups seems to have resolved the issue for now. While setting up for a case and the camera cart would not connect again. The rep was getting the 'error contacting local host. Contact it administration'. Ts had him confirm and reseat cart-to-cart connection and discharge the ups. The camera cart was still unable to connect. Self-test showed the connection to main cart and camera cart ups lost and there was no internal network status on any component. Ts had the rep remove the back covers and check the ups for error lights, ups looked good, but there were no lights on the router. Ts had the rep power off the system and swap the router connection to the ups and boot back up. The system came up normally and everything was able to connect. The suspected cause the router port on ups not supplying adequate power.

Event description:
Additional information was received. It was reported that the surgery was not aborted after an incision was made. However, surgery was aborted after the patient was under anesthesia.

Manufacturer narrative:
H2: additional information added in b5. H3: the uninterruptable power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The network router was returned to the manufacturer for analysis. Analysis found that configuration verification could not retrieve the current configuration. The unit was not available while in self-test. The unit was no longer configured correctly. Analysis found that the reported event was related to a software issue. H6: fdm b01, fdr c19, and fdc d14 are applicable to the ups hardware analysis. Fdm b01, fdr c10, and fdc d02 are applicable to the network router hardware analysis. Img codes updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.